Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing and oversensing of myopotentials. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.